Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was experiencing a low blood glucose (bg) level of 53 (mg/dl) following a bolus delivery. Customer consumed sugar to address bg levels. Reportedly, customer believes the bolus delivery contributed to their low bg levels. Recommendation was made to consult with their health care provider to discuss diabetes management.